Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer mother reported via phone call that her daughter experienced high blood glucose level. Customer blood glucose level was 500 mg/dl. Customer also stated that the insulin pump had no delivery alarm. Trouble shooting was performed and issue was resolved by changing complete set. The insulin will not be returned for analysis.